Event description:
It was reported that during an angioplasty and stent treatment procedure in the superficial femoral artery, the stent dislodged from the balloon. The first express biliary ld stent system that the physician used would not track and it was removed. A second express biliary ld stent system was used and it also encountered difficulty tracking. When the second stent was viewed under fluoroscopy, it looked like it was shaped like the letter 'c'. When physician attempted to remove the second express biliary ld stent system, the stent was dislodged from the balloon. A sterling balloon was used to successfully deploy the stent in the target location. No pt complications occurred and the current pt condition is 'no harm'.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.